Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID # 2134265-2014-03094, 2134265-2014-03095 and 2134265-2014-03096. It was reported that motor drive unit (mdu) automatic pullback failure occurred. During procedure, it was reported that the motor drive unit automatic pullback was not operational. Normal lcd was displayed. The sled was changed out, but issue remained. Manual pullback was performed to complete the procedure. No patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. The unit was received in good condition with no visible damage or defects observed. The unit meets specifications for functionality. The unit successfully underwent a continuous burn-in overnight. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR ID # 2134265-2014-03094, 2134265-2014-03095 and 2134265-2014-03096. It was reported that motor drive unit (mdu) automatic pullback failure occurred. During procedure, it was reported that the motor drive unit automatic pullback was not operational. Normal lcd was displayed. The sled was changed out, but issue remained. Manual pullback was performed to complete the procedure. No patient complications reported.